Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle combo leaked through the rubber septum onto the plunger during the flush. As reported by the customer, "bd 3cc g1 syringe item #309575 leaked through the rubber septum on plunger while flushing the syringe to create a loss of administered dose and ns leaked through the septum onto the ribs of the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle combo leaked through the rubber septum onto the plunger during the flush. As reported by the customer, "bd 3cc g1 syringe item #309575 leaked through the rubber septum on plunger while flushing the syringe to create a loss of administered dose and ns leaked through the septum onto the ribs of the plunger."